Event description:
It was reported that patient presented with dizziness. An electrocardiogram revealed a low heart rate although the device was operating in ddd50 pacing mode. A right ventricular (rv) lead fracture was suspected with an encountered lead warning that occurred and pacing failure. The patient was transferred and admitted to a different healthcare facility for rv lead extraction and replacement. Prior to the rv lead extraction procedure high impedance in bipolar and unipolar configuration was noted along with oversensing. The rv lead was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: a 4479 competitor lead implanted: (B)(6) 2009. (B)(4).